Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at the display window corner, broken reservoir tube lip, and minor scratches to the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery and when he tried to clear it the keypad would not acknowledge his inputs. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.